Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Date of birth/age - ni, gender - ni, weight - ni, date of event - ni , expiration date - ni, unique identifier (UDI) # - ni, date implanted - ni, date explanted - ni, manufacture date ¿ ni. Concomitant medical products- item #unk, unknown cup, lot #unk; item #unk, unknown stem, lot #unk; item #unk, unknown cage, lot #unk amenabar et al. "Promising mid-term results with a cup-cage construct for large acetabular defects and pelvic discontinuity." Clinical orthopaedics and related research. 474:408¿414. This report is number 1 of 2 mdrs filed for the same patient (reference 0001822565-2017-00878 ).

Event description:
It was reported via journal article a patients hip arthroplasty was revised due to infection. The head and liner were exchanged.